Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause could not be established. However, since black silicone material was used in various applications such as watertight packing, silicone adhesive, and silicone parts and white silicone material was used in antifoaming agent (simethicone), it may have been a product used in combination with device (valves, injection tube, insertion tube, and water tank, etc.). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found the air/water supply was insufficient due to the nozzle clogging, angulation was reduced, the bending section cover glue was worn, the insertion tube was scratched, and the protector was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The evis exera iii colonovideoscope was returned for annual inspection. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside the scope. The report is being submitted due to foreign material inside the scope found during evaluation.